Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 04/28/2017. The device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: a review of the black box showed multiple consecutive call service 054/052 slave communication error alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The call service alarm complaint was unable to be duplicated. No alarms were emitted during the investigation. The battery compartment was cracked below the grip pad. A test battery cap was able to fit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.